Event description:
It was reported that during a supply change the adhesive on the infusion set anchor was crinkled, and the infusion set was deployed incorrectly or not attached correctly; the ilet user requested guidance for a site change with new short tubing and insulin delivery was resumed after education. No reported clinical effects. Outcomes included no reported functional impact to the user and no alerts or alarms. Investigation included remote troubleshooting and user education on proper infusion set deployment and site change. Investigation of this case revealed user handling error related to infusion set application, resolved through instruction without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and inadequate adhesion during set change.